Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The 10cc syringe returned with a hair inside along with the saline solution. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that a foreign material was found in the syringe. An opticross¿ imaging catheter was selected for use. During preparation, it was noted that a hair was noticed inside the syringe for priming. The opticross¿ imaging catheter was continued to be used but the syringe was replaced with another syringe. The procedure was completed with the same device. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign material was found in the syringe. An opticross¿ imaging catheter was selected for use. During preparation, it was noted that a hair was noticed inside the syringe for priming. The opticross¿ imaging catheter was continued to be used but the syringe was replaced with another syringe. The procedure was completed with the same device. No patient complications were reported and patient's condition is good.